Event description:
Boston scientific received information that high shock impedance measurements were observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. During the revision, the rv lead was not tested on the pacing system analyzer (psa). The connections were checked and no issues were observed. The rv lead was explanted and successfully replaced. No adverse patient effects were reported. The ICD remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on all terminal pins. There were several cuts in the insulation noted and one cut did appear to have severed the high voltage conductor cable; however, the cuts appear to have been induced most likely during the explant procedure. It was also noted that there was calcification that encapsulated the entire proximal coil. Resistance testing was performed to assess the lead¿s electrical performance. Both the rate/sense and distal high voltage conductors were found to be electrically continuous; however, initial resistance testing on the proximal high voltage conductor did not meet specifications. Further testing was conducted on the lead after approximately 10% of the calcification was removed from the proximal coil. After this was performed, the lead exhibited normal measurements. Laboratory analysis confirmed that the out of range shock impedance measurements were a result of a calcification layer that encapsulated the entire proximal shocking coil.